Event description:
The customer noted a discrepancy between the calculated and tested levels of albumin for three patient samples when checking the calculated ratio of globulin following a normal run of mixed samples that were run on the au2700 clinical chemistry analyzer. Patient results are provided below. One patient sample was run on (B)(6) 2012 and the two other patient samples were run on (B)(6) 2012. This report documents the results obtained on (B)(6) 2012. The results obtained on (B)(6) 2012 are addressed under MDR 2050012-2012-01788. The erroneous results were not released out of the laboratory; therefore, there was no affect to the patients or to patients treatment attributed to or connected to this event. The tested albumin was judged aberrant and those samples were re-analyzed. The repeated albumin results were found to be within facility reference range and consistent with the calculated levels of albumin sample collection and patient demographics were not provided. The samples were all routine samples and the integrity was acceptable. No error codes were produced by the samples and they were only noticed as being aberrant due to the calculation ratio of globulin using the total protein. All qc was within acceptable ranges both before and after the event. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). On (B)(4) 2012, a field service engineer (fse) was on site and replaced two (2) sets of tubing on the sampling side of the analyzer, which resolved the issue. The instrument was verified to be performing within specifications. These tubing are part of the connections between the sample syringes and the sample probes. No further issues have been reported by the customer post service visit. The failure mode of this event was due to the tubing from the sample syringe up to the sample arm, which was replaced through the service visit.